Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 10 closed samples. Sewing test on artificial skin tissue has been conducted with some of the closed samples received and fraying/splitting appears when pulling the thread through the tissue. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Additional information will be provided, when available.

Event description:
It was reported that there was an issue with the optilene. During use, it was noted that suture spliced a little bit. Patient outcome was good. Type of surgery: thyroid gland. Additional information was not available.